Event description:
Customer reported device = 540 mg/dl. Lab = 80 mg/dl. Tests performed within 30 minutes of each other. Patient was given an unknown amount of insulin. Controls were in range. A request was made for return product and replacement product was sent.